Event description:
On (B)(6) 2009, pt reported she is using her backup infusion device and has been wearing it for about 6 months. Pt stated both buttons are not responding. Pt reported she played around with the buttons and made them work. She stated this all started about 10 months ago. Pt stated it would not make the noise, and that is how she discovered the buttons were not working. Pt reported buttons pop back up when pressed, and only make the beeps and melodies intermittently. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.